Manufacturer narrative:
The device has been returned and evaluated by product analysis on 07-dec-2017 with the following findings: a review of the pump black box data revealed multiple pump reboots. The battery compartment was found to be cracked above the bumper pad. The battery cap was not returned with the pump. A test battery cap was used and able to properly attach to the pump for testing. The pump successfully completed the 24 hour duration test without any issue or power interruptions. The pump cover was removed and there was no evidence of moisture or damage to the power circuit. The original complaint of an intermittent power issue was noted in the pump history but unable to be duplicated during investigation.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.